Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and monarc was implanted. It was reported that the patient underwent another gynecological procedure on 07/10/2006 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2007.

Manufacturer narrative:
It was reported that following insertion patient experienced irregular bleeding. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection and hematuria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.